Manufacturer narrative:
(B) (4). The device is expected to be returned for eval. It has not yet been received.

Event description:
A user facility medwatch report was received which states, "the starclose did not deploy. When pulled from the groin, it looked as though the splitter did not work/do what it was supposed to do. No add'l info was available.